Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: the product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis of the returned device shows signs of scratches on the surface which could have been due to implantation or explantation process. Reviewing the device the inlay is out of the original position causing to not fit accordingly confirming the allegation. There is no indication that a design or manufacturing issue has caused the complaint condition, the potential cause is traced to non device related factors. A dimensional inspection was not performed due to post manufacturing damage. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the tibial nail advanced ø9 l 300 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review : a manufacturing record evaluation was performed for the finished device product code: 04.043.120s. Lot number: 4381p36. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 20 feb 2023 . Manufacturing site: jabil bettlach. Expiry date: 01 feb 2033. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2025, the patient underwent an osteosynthesis for the fracture on tibia with the nail in question. In the surgery, the nail was sterile, unpacked, and inserted into the body. The nail was removed because the insertion position within the medullary cavity was insufficient, and the polymer inlay in the distal hole of the nail was found to be protruding from the nail. The surgeon stopped using the product because there was a possibility that the fixation force would be affected, and selected and inserted a nail of a different specification. The surgery was completed successfully with no surgical delay. No further information is available.